Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Technical services (ts) was contacted and noted a sudden spike from 600 ohms to higher than 3000 ohms. This rv lead was subsequently explanted and successfully replaced. A lead fracture was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.